Event description:
It was reported the patient's ipg is inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
Per the additional information received, the ipg met or exceeded 75% expected longevity. There is no device malfunction.

Event description:
Additional information recevied indicates that the patient last had therapy a year ago.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient had ipg explanted and replaced to address the issue.